Event description:
Patient (age and gender unknown) was presented to the interventional lab for an embolization procedure (lesion location unknown). The affiliate states that when the physician attempted to negotiate the coil through the microcatheter, the coil stretched. The physician safely removed the coil and replaced it with another coil (boston scientific). This information states that other coils were successfully placed through this microcatheter prior to this coil stretching and after the stretched coil was removed from the microcatheter. There was no reported pt injury. The pt is in stable condition.